Manufacturer narrative:
Block b3: exact date unknown, event occurred beginning of year 2023.

Event description:
It was reported that the ipg had to be charged frequently and was taking longer to charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.